Event description:
During a standard treatment, an electrical dental handpiece got hot and burned pt on inner cheek causing 4 blisters about 6mm in size. Pt received some vitamin 3 over the counter ointment to apply to blisters.

Manufacturer narrative:
During a standard treatment, an electrical dental handpiece got hot and burned pt on inner cheek causing 4 blisters about 6 mm in size. Pt received some vitamin e over the counter ointment to apply to blisters. The analysis of the handpiece did show that the head had a dent. This caused the backcap to stick in causing the head to heat up. This is usually caused by a strong hit, e.g. Dropping. Product is running out of specification. The user instruction requires a visual examination and a test run before each use of handpiece. Reported due to the 2 year presumption rule.